Event description:
This male patient had the following medical history: angina pectoris, lipid metabolism abnormality, diabetes and prior percutaneous coronary interventions. The target lesion was the proximal left anterior descending (lad). The vessel was de-novo, eccentric, and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.0mm. Pre-procedure medications included aspirin and ticlopidine hydrochloride. The procedure was an elective case. Heparin was given for the procedure. Pre-dilation was conducted with a 3.0 x 14mm balloon at 10 atm for 10 seconds. A 3.0 x 18mm cypher (lot number unknown) was implanted at 16 atm for 15 seconds. Post-dilation was conducted with a 3.0 x 14mm balloon at 18 atm for 10 seconds. Ivus was not conducted. Timi flow was 3 before and after the procedure. The residual % of stenosis was 0%. Act was not measured. A few hours after the procedure, the patient complained of chest pain and went into shock. An emergent coronary angiography was conducted and thrombus was observed inside the implanted cypher stent. To treat the thrombus, aspiration was conducted and a bare metal stent was implanted inside the implanted cypher stent. Details of the implant are unknown. The patient had a coronary artery bypass graft (CABG) at a different hospital, but details are unknown. The physician noted that the cause of the thrombotic event could be due to the fact that the implanted cypher stent was under-dilated.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.